Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. On the provided iegm tracings, artifacts are apparent on the rv channel leading to oversensing. The ventricular pacing impedance was found to be slightly variable around 500ohms for the available time period between (B)(6) 2017 and (B)(6) 2019. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that the lead was capped 57 months after the implantation due to oversensing and noise. Should additional information become available, this file will be updated.